Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that "does not function" was confirmed in the sample evaluation as alarm f-94. The assignable cause for the reported problem was battery damage. The corrective action taken was that the battery was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a flogard infusion pump that "does not function." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.